Manufacturer narrative:
The reported issue of the patient undergoing a system explant due to wound dehiscence was not confirmed. This issue cannot be confirmed with product testing. The anchor was returned with part of the distal sleeve trimmed off. It functioned as intended when tested with a lab lead. A review of the production records pertinent to packaging and sterility were requested for the returned product results and will be recorded on the corresponding pi main. The root cause of the issue could not be determined. Efforts to identify the device [model number, lot number] information have been unsuccessful. Since lot number information is not available, DHR review cannot be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The unique device identifier (UDI #) is unknown because the lot and part number were not provided

Event description:
Related manufacturer report number 3006705815-2020-32042, 3006705815-2020-32043, 1627487-2020-32622. It was reported that the patient's lead implant wound reopened and started festering. As a result, surgical intervention occurred wherein the whole system was explanted.